Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 5110675.